Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the unlock button was not working. Lock button on keypad was flat, out of specification mechanical. Hanger assembly was broken, battery wires were pinched, wire insulation not compromised. Lower case was broken, display wires were pinched, wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) unlock button was not working. The epg was returned for service. There was no patient involvement. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.